Event description:
It was reported that the patient was implanted a znn cmn nail 10 mm x 21.5 cm 125l on the left side on an unknown date. Due to breakage the patient was revised on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. With the information given so far, no further investigation is possible. The root cause for this event cannot be identified. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).